Event description:
A report was received that the patient was having issues with the stimulation. The patient first had stimulation in the lower rib cage, then stimulation was not covering the pain, and last was change in the intensity of stimulation with changes in position. The patient will undergo an explant procedure.